Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she just had a procedure on her spine and the stimulation was too strong. The patient reported that she wanted help turning stimulation down. The patient reported that the procedure was a lumbar radiography related to her nerves but not related to the device or therapy. The patient synced with patient programmer (pp) and the pp showed ¿low ins battery.¿ the patient reported that she charged a couple of days prior to the report, so she was probably out of juice. The patient reported that she was able to charge and would call back for assistance in turning stimulation down. No further complications were reported.